Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was failed. A field service engineer unplugged the universal serial bus (usb) cable and connected it to a different port; it worked intermittently and then stopped functioning completely. The fse replaced the usb scanner cable and verified functionality by scanning items. The customer was able to scan the badge to log in successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner was not working and the customer requested that it be replaced. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.